Event description:
It was reported that an amia cassette leaked due to the heater line disconnecting during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however, the patient was administered a prophylactic antibiotic to prevent infection. No additional information is available.

Manufacturer narrative:
One (1) actual device was received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported issue was not verified through sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual inspection and functional testing identified a heater line to heater bag separated from the cassette on attached photos and received sample. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date was (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.